Event description:
It was reported that during a photo selective vaporization of the prostate procedure (pvp), the fiber cap detached at 381,766 joules, with 55min s10secs laser time. The case was completed with another fiber. No patient outcome was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. . The potential for forward firing may exist. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp), the fiber cap detached at 381,766 joules, with 55mins10secs laser time. The case was completed with another fiber. No patient outcome was reported.